Event description:
The customer reported a false negative result with anti-a on erytype s abd+rev.a1, b when testing in tango optimo. The customer announced to send in the allegedly defective product and the patient sample that had caused a false negative test result for investigational testing. We are still waiting for this sample and the supposedly defective product.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative result with anti-a on erytype s abd+rev.a1, b in tango optimo. The customer did neither return the sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested their retained erytype s abd+rev.a1, b sample with different donor samples in tango optimo. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.